Manufacturer narrative:
Device codes: 1528 labeled 1562 labeled. Internal file number: (B)(4). Correction: device code 1069 was removed. Evaluation summary: the device was returned for analysis. The reported stretched and detachment were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter resulted in the reported difficult to remove. Manipulation of the device resulted in the reported stretched coils and ultimately resulted in the reported/noted core and coil detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: resistance removing the hi-torque balance middleweight universal guide wire from the guiding catheter was felt. The guide wire coils were noted to be stretched and separated from the core. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a hi-torque balance middleweight universal guide wire was advanced without resistance. There was no resistance during withdrawal, but after removal, the guide wire was observed to be stretched and almost separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.